Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that far r-wave oversensing was seen via remote transmission. Patient presented to the clinic and programming changes were made. Oversensing was resolved. Patient was fine after the event.